Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on july 18, 2007 and alleged an issue with her one touch ultra 2 meter. The medical affairs specialist was unable to reach the pt via phone after several attempts. It was discovered during troubleshooting that the pt was using the button to turn the meter on (use error). The issue was resolved and pt was able to perform a blood test. She reported taking her usual dose of diabetes medication (lantus insulin-dose not provided) and later felt shaky. She did not receive medical intervention. It would have been helpful to know the pt's diabetes medication regimen, previous blood glucose results, how much lantus insulin she took, and when the symptom started. This complaint is reported because the pt alleged she was not able to test on the meter due to the alleged issue (issue was resolved), took her insulin, and later felt shaky. Replacement products were sent to the lay user/pt.